Event description:
Same case as: 2184052-2014-00017. It was reported the ardis implant broke peri-operatively. The surgeon was implanting the ardis 9x9mm implant and it broke at the point where the implant connects to the inserter. Only a small piece broke off the implant of which the surgeon was able to retrieve. The remainder of the implant was left in place in the patient and the case was completed.